Manufacturer narrative:
Concomitant medical products: gs medical pedicle screws, interbody spacer ((B)(6) 2008). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with the following preoperative diagnoses: recalcitrant lumbago with lumbar stenosis, degenerative disk disease; recalcitrant lumbar radiculitis. The patient underwent the following procedures: posterolateral arthrodesis, l3-4 and l4-5; decompressive laminectomy with lateral recess decompression, l3-4 and l4-5 for neural element decompression; posterior spinal instrumentation with competitor pedicle screws, l3,l4 ,l5; placement of peek interbody spacer, l3-4 and l4-5; repair of incidental durotomy; placement of rhbmp-2/acs and local bone graft harvesting. Per the op notes, prior to placement of the screws, a generous amount of morselized local bone graft and rhbmp-2/acs were placed in the intertransverse process region. A 15 mm spacer was used at l4-5. 3 cc of morselized bone graft as well as an rhbmp-2/acs sponge was placed in the anterior third of the disk space. Half a sponge was placed in each chamber of the 15 mm spacer, and it was tapped into an oblique lateral position. The surgical team then performed the identical disk preparation annulotomy at the l3-4 level, and a 12 mm spacer was placed along with rhbmp-2/acs. It was also noted that during decompression, a midline dorsal durotomy was incidentally created 21 days post-op: the patient presented with urinary retention. On 22 days post-op: the patient presented with some low back pain, but is overall satisfied with the relief of burning radicular pain in his lower extremities. X-rays of the lumbar spine demonstrates excellent alignment of spine and position of peek implants. On 68 days post-op: the patient underwent a cholecystectomy and exploratory gastric laparotomy. X-rays of the lumbar spine demonstrate early signs of bony bridging between l3-4 and l4-5. Titanium screws are intact, with no evidence of lucency. On 190 days post-op: the patient underwent x-rays of the lumbar spine. Findings: well placed instrumentation and evidence of bony consolidation in the posterolateral gutters. On 379 days post-op: the patient presented with a moderate amount of lumbar pain. The patient also was recently admitted to the hospital due to an e. Coli urinary tract infection and is on amoxicillin. X-rays show satisfactory alignment of the lumbar spine. Impression: satisfactory lumbar fusion; neurogenic bladder; recent urinary tract infection; migraine headaches, and possible temporal arteritis. On 512 days post-op: the patient presented with distal lumbar pain, neurogenic bladder, and constipation. Impression: mechanical lumbar pain, possible painful retained implants, w/ cold intolerance; solid lumbar fusion; neurogenic bladder. On 537 days post-op: the patient underwent MRI of the lumbar spine without contrast. Impression: postoperative changes from l3-5, these levels are improved, however, there is worsening central canal stenosis at l2-3. No cord or nerve root compression is evident. On 573 days post-op: the patient presented with continued urinary retention since his surgery in (B)(6) 2008. Impression: urinary retention, serum creatinine in (B)(6) 2010 was 1.8; decreasing psa, on finasteride; anemia, post-colonoscopy; ongoing spinal stenosis. On 582 days post-op: the patient presented with continued distal lumbar pain and bilateral leg pain that radiates down his entire leg. The patient¿s MRI of the lumbar spine is significant for worsening central canal stenosis at l2-3. His levels of his previous fusion, l3-5, remain well decompressed. Impression: transitional stenosis, l2-3, status post l3-5 plif; solid lumbar fusion; neurogenic bladder. On 596 days post-op: the patient underwent an l2-3 epidural steroid injection due to lumbar stenosis. On 703 days post-op: the patient presented stating he received zero relief from his previous injection. The patient continues to complain of persistent low back pain and a sensation of his legs giving out on him. The patient has bilateral leg pain. Impression: status post l3-5 plif; solid lumbar fusion on x-rays; recent diagnosis of anemia. On 757 days post-op: the patient continues to have distal lumbar pain. Impression: l3-5 plif; possible implant-related pain. On 767 days post-op: the patient underwent MRI of the lumbar spine with and without gandolinium due to low back pain and follow up of stenosis. Impression: persistent moderate central canal stenosis at l2-3, through likely slightly increased since the previous exam; no significant interval change; posterior spinal fixation hardware and interbody disc spacers again noted at l3-5; persistent bilateral l2-3 through l5-s1 neural foraminal stenosis, greatest on the right at l2-3; no convincing focal disc protrusion. On 785 days post-op: the patient underwent x-rays that show a solid l3-5 arthrodesis, no loosening. The patient also underwent MRI of the lumbar spine. Findings: notable for development of increasing l2-3 transitional stenosis (transition syndrome). He has some residual foraminal stenosis and a small fluid collection. There are no signs of infection, discitis, fracture, etc, that may explain his difficult pain. Impression: enigmatic lumbar pain several years post fusion, minimal radiating leg pain or weakness. The next six months, the patient presented with continued low back pain. The patient was treated with epidural injections. On 1607 days (4 ½ years) post-op: the patient underwent x-rays of the lumbar spine. Findings: solid fusion in ap gutters, l3-5 without screw loosening or damage to hardware. There is degenerative disk disease at l5-s1, and to a lesser degree at l1-2 and l2-3, with facet arthrosis. The lateral view shows solid fusion intradiscally. On 1614 days post-op, the patient presented with returning pain that is now radiating into his bilateral lower extremity. The patient underwent lumbar MRI. Findings: severe central canal stenosis, bilateral foraminal stenosis and facet arthritis at l2-3, accompanied by a left facet synovial cyst. The central canal of l3-5 is widely patent, with mild bilateral foraminal stenosis at l5-s1, with facet arthrosis. On 1625 days post-op: the patient underwent a caudal epidural steroid injection. The patient reported no relief. On 1702 days post-op: the patient presented with thoracolumbar pain, with occasional pain radiating to the bilateral thighs, general numbness and weakness of his hips and thighs. Impression: transitional stenosis at l2-3, with decreased walking tolerance and lower extremity radiculopathy. On 1743 days post-op: the patient presented with the following preoperative diagnoses: intractable back pain; lumbar radiculitis; lumbar spinal stenosis l2-3 above previous l3-5 fusion. The patient underwent the following procedures: arthrodesis posterior l2-3; arthrodesis interbody l2-3; laminectomy bilateral l2-3 for decompression of severe spinal stenosis in excess of usual decompression for interbody fusion l2-3; re-entry decompression l3-4 with remaining l3 lamina in area of previous surgery requiring dissection epidural space through scar tissue; placement of segmental pedicle fixation from l2-5 with disarticulation of previous rod and insertion of new screws at the l2 level; placement of machine peek biomechanical interbody spacer l2-3; use of demineralized bone matrix as well as calcium hydroxyapatite bone matrix for augmentation of interbody and posterolateral fusion l2-3; harvesting of local bone autograft for fusion purposes. The patient was discharged after three days. On 1770 days post-op: the patient underwent an esophagogastroduodenoscopy with biopsy and conscious sedation. Findings: esophagus appeared normal; gastric side of squamocolumnar junction demonstrated ulcerated mass with a small amount of ooze- biopsy was performed; the remainder of the stomach appeared normal. Impression: gastrointestinal bleeding likely related to ulcerated mass of gastric side of gastroesophageal junction. On 1784 days post-op: the patient underwent x-rays of the lumbar spine due to stenosis. Impression: no significant interval change; posterior spinal fixation hardware and an interbody disc spacers at l2-5 again noted; the alignment appears unchanged; no abnormal lucencies surrounding any of the hardware components. On 1814 days post-op: the patient underwent x-rays of the lumbar spine. Findings: great position and alignment of hardware. There is some collapse of an l1-2 disk compared to x-rays taken in (B)(6). On 1876 days post-op: the patient underwent x-rays of the lumbar spine. Findings: great positioning and alignment of hardware. There are signs of bone consolidation at the l2-3 level. The superior endplate of l1 compression is stable compared to previous studies.